Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium') in a 33-year-old female patient who had essure (batch no. Invalid: om11920,976389,747477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunionectomy in 2018, preterm labour in 2010, polypectomy, colonoscopy and hernia repair. Concurrent conditions included diarrhea, viral syndrome, abdominal pain, essential thrombocythemia, nausea, heartburn, adenoma, reflux esophagitis, myeloproliferative disorder, neoplasm of uncertain behavior of skin, thrombocytopenia, urinary incontinence, polyphagia, sinusitis, dermatitis, urinary retention postoperative, body mass index normal and platelet count high. Concomitant products included acetylsalicylic acid (aspirin), calcium acetate, iron, levonorgestrel (mirena), omeprazole, sertraline hydrochloride (zoloft), trazodone and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2020, the patient experienced pelvic pain ("pelvic cramp"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), injection site infection ("slight infection at injection site") and anxiety ("anxiety"). In (B)(6) 2020, the patient experienced migraine ("migraines/ headaches"). On (B)(6)2020, the patient experienced hot flush ("hot flashes"), insomnia ("sleeplessness/ insomnia"), acne ("acne") and intermenstrual bleeding ("midcycle spotting") and was found to have weight increased ("weight gain"), 7 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). On (B)(6) 2020, the patient experienced sciatica ("sciatic nerve pain"). In (B)(6) 2020, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced device expulsion ("proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium"). The patient was treated with estradiol, ethinylestradiol;norethisterone acetate (loestrin) and surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, hot flush, insomnia, acne, intermenstrual bleeding, weight increased, injection site infection, migraine and anxiety outcome was unknown and the sciatica had resolved. The reporter considered acne, anaemia, anxiety, device expulsion, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hot flush, injection site infection, insomnia, intermenstrual bleeding, migraine, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: abnormal bleeding, anemia, dysmenorrhea, fatigue, sciatic nerve pain, anxiety and insomnia. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure resolve following essure removal: no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no contrast within the fallopian tubes or peritoneal cavity.. Ultrasound pelvis - on (B)(6) 2020: 1. Findings concerning for proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium. There is trace fluid within the endometrial canal. 2. Simple right ovarian cysts 3. Prominent nabothian cyst.. Lot numbers reported (om11920, 976389, 747477) are not valid quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-oct-2021: quality safety evaluation of product technical complaint on 7-oct-2021: lot number field amended (max 30 characters) we received invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium') in a (B)(6) year-old female patient who had essure (batch no. Om11920, 976389, 747477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunionectomy in 2018, preterm labour in 2010, polypectomy, colonoscopy and hernia repair. Concurrent conditions included diarrhea, viral syndrome, abdominal pain, essential thrombocythemia, nausea, heartburn, adenoma, reflux esophagitis, myeloproliferative disorder, neoplasm of uncertain behavior of skin, thrombocytopenia, urinary incontinence, polyphagia, sinusitis, dermatitis, urinary retention postoperative, body mass index normal and platelet count high. Concomitant products included acetylsalicylic acid (aspirin), calcium acetate, iron, levonorgestrel (mirena), omeprazole, sertraline hydrochloride (zoloft), trazodone and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2020, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), injection site infection ("slight infection at injection site"), anxiety ("anxiety") and pelvic pain ("pelvic cramp"). In june 2020, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2020, the patient experienced hot flush ("hot flashes"), insomnia ("sleeplessness/ insomnia"), acne ("acne") and intermenstrual bleeding ("midcycle spotting") and was found to have weight increased ("weight gain"), 7 years 6 months after insertion of essure. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). On (B)(6) 2020, the patient experienced sciatica ("sciatic nerve pain"). In (B)(6) 2020, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced device expulsion ("proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium"). The patient was treated with estradiol, ethinylestradiol;norethisterone acetate (loestrin) and surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, heavy menstrual bleeding, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, hot flush, insomnia, acne, intermenstrual bleeding, weight increased, injection site infection, migraine, anxiety and pelvic pain outcome was unknown and the sciatica had resolved. The reporter considered acne, anaemia, anxiety, device expulsion, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hot flush, injection site infection, insomnia, intermenstrual bleeding, migraine, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: abnormal bleeding, anemia, dysmenorrhea, fatigue, sciatic nerve pain, anxiety and insomnia. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure resolve following essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no contrast within the fallopian tubes or peritoneal cavity.. Ultrasound pelvis - on (B)(6) 2020: findings concerning for proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium. There is trace fluid within the endometrial canal. Simple right ovarian cysts. Prominent nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, heavy menstrual bleeding, anemia, dysmenorrhea, fatigue, hot flush, insomnia, acne, migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case updated to valid and serious incident. Reporters added, case became medically confirmed. Patient's demographics, medical history, lab data, concomitant medication and essure lot number added. Previously reported event injury was updated to "proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium". On (B)(6) 2021: pfs received. Reporters added. Medical history, lab data, essure lot number, concomitant medications and treatment medications added. Event : abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition, hot flashes, sleeplessness/ insomnia, acne, midcycle spotting, weight gain, slight infection at injection site, migraines/ headaches, sciatic nerve pain, anxiety and pelvic cramp were added. Fu1 and fu2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium") in a 33 year-old female patient who had essure inserted (lot no. Invalid: om11920,976389,747477) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bunionectomy in 2018, preterm labour in 2010 and hernia repair, colonoscopy and polypectomy. Concurrent conditions were listed as platelet count high, body mass index normal, urinary retention postoperative, dermatitis, sinusitis, polyphagia, urinary incontinence, thrombocytopenia, neoplasm of uncertain behavior of skin, myeloproliferative disorder, reflux esophagitis, adenoma, heartburn, nausea, essential thrombocythemia, abdominal pain, viral syndrome and diarrhea. Concomitant products included zoloft (sertraline hydrochloride), trazodone, omeprazole, vitamin d [vitamin d nos], iron, calcium acetate, mirena (levonorgestrel) and aspirin [acetylsalicylic acid]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2751 days after essure insertion, she experienced hot flush ("hot flashes"), insomnia ("sleeplessness/ insomnia"), acne ("acne") and intermenstrual bleeding ("midcycle spotting") and was found to have weight increased ("weight gain"). In (B)(6) 2020 she experienced migraine ("migraines/ headaches"). On (B)(6) 2020 she experienced embedded device (seriousness criteria medically important and intervention required). On (B)(6) 2020 she experienced sciatica ("sciatic nerve pain"). In (B)(6) 2020 she experienced anaemia ("anemia") and fatigue ("fatigue"). Essure was removed on (B)(6) 2020. In (B)(6) 2020 she experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2020 she experienced pelvic pain ("pelvic cramp"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), injection site infection ("slight infection at injection site") and anxiety ("anxiety"). An unknown time later she experienced device expulsion ("proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium"), genital haemorrhage ("heavy genital bleeding"), urinary tract disorder ("urinary problems") and post procedural infection ("slight infection after hysterectomy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with estradiol and loestrin (ethinylestradiol;norethisterone acetate) as well as surgery (partial hysterectomy, bilateral salpingectomy). At the time of the report, the sciatica had resolved. The outcomes for embedded device, device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, hot flush, insomnia, acne, intermenstrual bleeding, weight increased, injection site infection, migraine, anxiety, genital haemorrhage, urinary tract disorder, hormone level abnormal and post procedural infection were unknown. The reporter considered acne, anaemia, anxiety, device expulsion, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hot flush, injection site infection, insomnia, intermenstrual bleeding, migraine, pelvic pain, post procedural infection, sciatica, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: plaintiff received treatment for: abnormal bleeding, anemia, dysmenorrhea, fatigue, sciatic nerve pain, anxiety and insomnia. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure resolve following essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.199 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: no contrast within the fallopian tubes or peritoneal cavity. [Ultrasound pelvis] on (B)(6) 2020: 1. Findings concerning for proximal migration of the left fallopian tube occlusion coil into the myometrium and endometrium. There is trace fluid within the endometrial canal. 2. Simple right ovarian cysts 3. Prominent nabothian cyst. Lot numbers reported (om11920, 976389, 747477) are not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: pif received. Events post operative infection, genital bleeding, urinary problem & hormonal imbalance were added. Reporter information updated. We received invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.